Event description:
The laser system has the following problem: "touch screen error". No adverse effects to patient were reported, the failure happened during installation.

Manufacturer narrative:
The problem was due to a defective touch screen. After the component replacement, the laser system restarted to work correctly. We are unaware about patient injury, the failure happened during installation.